Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was pushed and pulled several times with force in an attempt to remove the balloon from the stent and the tip ultimately separated and floated into the mid right coronary artery (rca). It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation determined the reported difficulty advancing and removing the device from the stent, device embedded in tissue or plaque and unexpected medical intervention appear to be related to operational context; however, the reported tip separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9/h3 - device available for evaluation updated from ¿yes¿ to ¿no¿.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the ostial right coronary artery (rca) with heavy calcification. The 3.0x8 mm nc trek balloon dilatation catheter (bdc) was used twice for pre-dilatation and a 3.0x23 mm non-abbott stent was implanted. During post-dilatation with the same nc trek balloon, the balloon was inflated 4 times to 16 atmospheres and negative pressure was held for 10 seconds for deflation. The balloon was fully deflated upon removal; however, it was caught on the edge of the stent. There was resistance as the balloon was pushed and pulled several times with force in an attempt to remove the balloon. The balloon was then inflated and deflated numerous times and it was ultimately removed; however, the distal tip separated off and floated into the mid rca. A stent was implanted, trapping the tip to the wall of the vessel. There were no adverse patient sequela. No additional information was provided.